Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the once the 8.0x59mm omni elite was removed from its packaging and the stent looked like it was coming off of the balloon on the proximal end. Another same size omni elite was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.